Manufacturer narrative:
Initial reporter address - (B)(6). The device was received for evaluation. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device failed idea testing due to pump to power off on its own. Service evaluation verified the pump to power off on its own. The cause was identified to be depressed battery pins as a result of corrosion. The rear case was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device powered off without user input. No additional information is available.